Event description:
User facility reported a dirty needle stick wile placing the device into the sharps container. The clinician received treatment in a manner consistent with the facility's internal protocol for needle-stick injuries. No adverse effects to patient or user reported.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation results.